Event description:
It was reported that following the implant of the leadless implantable pulse generator (ipg), the patient experienced asystole for several seconds after standing up. The physician then increased the pacing threshold to a high value and the asystole was no longer observed. It was noted the device may not have had good contact with the septal wall and therefore, when the patient moved, a difference in threshold was seen. The ipg remains in use. No further patient complications have been reported as a result of this event.